Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an issue with the auto gas fill involving the system. This occurred prior to a vitrectomy procedure, therefore there was no patient involvement.

Manufacturer narrative:
The customer reported that the system had an issue with auto gas fill (agf). This event occurred before beginning the procedure and no patient was involved. The company service representative (ar) examined the system and replaced the oil/air dryer filter assembly to resolve the issue. Unrelated to the reported event, the ar also replaced the pneumatic male locking connector, pneumatic female locking connector, and system fan kit assembly. The system was then tested and met all product specifications. The system was manufactured on march 21, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause can be attributed to a nonconforming oil/air dryer filter assembly. The manufacturer internal reference number is: (B)(4).